Manufacturer narrative:
The reported events of insulation abrasion and high defibrillation impedance were confirmed. As received, a complete lead was returned in two pieces. Lead impedance test could not be performed due to as received procedural damage to the lead. Visual inspection of the lead found two external insulation abrasions consistent with friction to the device can breaching the ring electrode and right ventricular cable lumens proximal to the suture sleeve tie impression. In one location to the etfe cable coating of one ring electrode cable was abraded while in the other location both right ventricular cables were abraded/separated. The cause of the reported event of high defibrillation impedance was isolated to the abraded/separated right ventricular cables.

Event description:
It was reported that a patient presented with high defibrillation impedance on the right ventricular (rv) lead. During replacement procedure, it was noted that there were externalized conductors on the rv lead. The physician elected to explant and replace the rv lead. The patient condition was stable.